Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the power module device was cracked/damaged. It was further determined that the device failed pretest for information button and self-test, general condition and lever function, charging and checking of power module in charger universal battery charger ii, check for unintended motion with handpiece, check in ¿off/lock¿ mode with handpiece, function test and saw-test. It was noted in the service order that the engineer reported that the device did not charge or work. It was further reported that there was no damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation update: in addition to the malfunctions identified in the initial report, it was further determined that the device had an unintended activation/motion, ran in the locked position, it had a led warning light indicator error, and did not function. It was further observed that the device would not charge. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data, d10: the date the device was returned to the manufacturer was reported as december 23, 2019 in the initial report and has been updated to december 22, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.